Event description:
Software upgrade performed by service personnel sept 28-29th, 2007. Upon completion, hosp personnel informed verbally that current patients would need to be recomputed. Hosp personnel find out patients will need to be re-planned from the start. This will affect three patients. Vendor suggest plans can be re-planned if re-sent to delivery device and to slightly change name to avoid confusion. Treatment delivery device is used as record and verify system. Re-planning three patients and re-sending will add duplicate entries to treatment database. Complaint filed: no customer instruction(s) documents. Work-around is deemed unsafe by physicist.